Manufacturer narrative:
One cannula with attached connector and 3/16" smarxt tubing was returned to sorin group USA, inc. For evaluation. Visual inspection of the tubing connection revealed that the smarxt tubing was installed past the first barb, but not over the second barb. A tie wrap was installed over the apex of the first barb. Smarxt tubing instructions for use indicate that the tubing should be installed at least 1/4" past the apex of the innermost barb. The tie wrap from the returned assembly was removed prior to testing. The returned assembly was pressure tested at 10 psi for several hours and then subjected to flow testing at 700 ml/minute at varying temperatures. No leaks or disconnections occurred. Dimensional measurements on the returned smarxt tubing were found to be within manufacturers specification. A review of the manufacturing records revealed that the heart/lung pack was manufactured according to specifications. Laboratory testing found that all components were to specification and could not duplicate the failure. The smarxt tubing separated from a connection made by the surgeon to another manufacturer's connector. It was determined through discussions with the perfusionist that no tie wrap was installed on the initial tubing connection. The smarxt tubing instructions for use, 439346001, which states that "in order to prevent leaks or tubing disconnections, sorin group USA, inc. Recommends tie banding smarxt tubing to all barbed connectors and component ports. Push the proper size tubing at least 1/4 inch past the apex of the innermost barb and securely tie wrap." Sorin group USA, inc. Recommends following these steps in order to prevent any type of tubing to connector separation. The hospital personnel are now applying tie wraps to these connections.

Event description:
The perfusionist reported that early in to the procedure, smarxt tubing separated from a connection made by the surgeon to another manufacturer's connector. The other side of the connector was attached to the arterial cannula. The tubing was subsequently reconnected, a tie wrap installed and the procedure continued. Blood flow rate was 1.25 lpm prior to separation. During interruption, the nirs signal dropped to 57% of baseline. Blood loss was not documented. The perfusionist reported that no additional blood products were administered and there was no adverse outcome as a result of the incident.